Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the paperwork sent with the device, the implant was explanted in 2007 due to an abscess surrounding the implant and the "risk of extrusion". The patient had been a non-user for 3 years.